Event description:
The facility reported a colleague infusion pump with a malfunction of battery damage. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery damage was confirmed and duplicated during product evaluation. The root cause of this condition was assigned to depleted main batteries caused by user error. The main batteries and battery harness were replaced to correct this condition. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.